Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on july 9, 2009. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample revealed; rubber fray on both wing switches, missing 2 heel cup setscrews, and a cracked plastic component under the heel cup. The footswitch was connected to a calibrated console and the system was powered on. The treadle and switches were tested per the footswitch and the sample met specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the heel switch of the foot pedal was falling apart before surgery. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).